Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor resistor. The pump was received with vibrator functioning properly. There was no weak vibration noted. The pump was received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, belt clip slot and battery tube threads. The pump was received missing end cap sticker, and with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had vibrator anomaly. The customer states there is a crack on the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised the pump would have to be replaced and returned for analysis.